Event description:
The manufacturer's sales representative reported that the technician did not tighten the tubing on the syringe and therefore introduced air into the pt. (B)(4).

Manufacturer narrative:
A (B)(6) female pt with a history of right parotid squamous cell carcinoma, metastatic to lung presented for a cta of the chest to r/o pulmonary embolus. Isovue iodinated contrast media (80ml) was loaded in the contrast syringe. Upon initiation of the scan the pt complained of nausea and became agitated; however, the scan was completed without further incident. Upon immediate review of the scans, the physician dictated "acquired thin slice axial images demonstrate complete absence of contrast within the venous or arterial systems. The right ventricle, atrium, main pulmonary artery, most of the right pulmonary artery, and portion of the left pulmonary artery are volume occupied with gas. No gas is observed within lobar or subsegmental vessels." The pt was intubated and placed in the left lateral decubitus position. She returned for a chest CT without contrast 2 hours later and it was noted that "gas within the lumen of the main pulmonary artery, right and left pulmonary arteries, and right side of the heart has cleared. No residual vascular gas collections are observed." After much discussion it was determined that "when the contrast syringe was auto filled the tubing was not tightly connected allowing the syringe to fill with air. The tubing to the pt was auto purged rather than manually purged so a technologist did not visualized contrast material entering the tubing. The technologist running the scanner noticed a 0 psi reading during injection, but did not know what that meant and did not connect it with injection of air rather than contrast." As a precautionary measure, the power injector used for this study was inactivated until it could be evaluated for proper operation and reliability. The overall consensus of the several physicians involved was "the pt tolerated the air injection better than would have been expected." In the opinion of the mab member who is responsible for review and analysis of complaints associated with this device, that it has been well established that volumes of air injected intravenously greater than 25 cc have the potential for serious harm, permanent disability or death. The pt expired 2 days following the air injection which is significantly longer than would be expected following a large IV injection of air and without an autopsy report it is not possible to determine the root cause of death. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing precautions and the user manual which guides the user through set-up and purge of the injector system.